Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a channel error was confirmed. Laboratory testing found the device with a defective bottle side pressure sensor. Internal inspection found the bottle side pressure sensor date code as feb2019, making it 6 years old. The suspect pump module was set for a test infusion (rate of 500 ml/hr, volume to be infused (vtbi) of 1000 ml). The test finished without alarming for patient side or bottle side occlusion. Voltages for the bottle side pressure sensor were outside specification, getting stuck at a high voltage when pressed and released. Tests results indicated that the suspect pump module was performing correctly as required with a dchu bottle side pressure sensor installed for testing purposes only. Review of the suspect pump module error log identified a bottle side pressure sensor error code 240.4150.0 on the day of the reported event. A review of the concomitant pcu event log showed that on 27aug2025 at 8:03 am, the user restored the previous infusion with a rate of 100ml/hr and a volume to be infused (vtbi) of 15ml. The primary volume infused (pvi) was recorded as 100.285ml, an accumulated total from previous infusions. At 8:04 am, the device alarmed for channel error with error code 240.4150.0 and the user channeled off the unit. The pvi was recorded as 100.785ml. The pressure sensor tip sheet states that to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a channel error was confirmed to be a defective bottle side pressure sensor. Voltage testing showed the bottle side pressure sensor to get stuck in a high voltage state after releasing the applied force. Note that this report lists imdrf annex a040502, g02017, c0601, d0302, a1801 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was turned off after administration of IV magnesium, between medication and flush. The pump was turned back on to administer flush. A channel error appeared, and it was unable to clear the error by turning pump on and off. The pump was also running alteplase and heparin infusions on separate channels (channel a & b). There was patient involvement but no harm.

Event description:
It was reported that the pump was turned off after administration of IV magnesium, between medication and flush. The pump was turned back on to administer flush. A channel error appeared, and it was unable to clear the error by turning pump on and off. The pump was also running alteplase and heparin infusions on separate channels (channel a & b). There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.